Event description:
It was reported, the telescope had damage to the light guide attachment port. The issue occurred during reprocessing. The intended diagnostic transurethral resection of the prostate in saline procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. The reported failure descriptions are most likely due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.